Manufacturer narrative:
(B)(4) the rt200 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. The complaint device is currently en route to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported to our distributor that the heater wire in the expiratory limb of an rt200 adult dual-heated breathing circuit was disconnected. They further reported that the inspiratory limb of this circuit was faulty. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt200 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt200 adult breathing circuit was returned to fisher & paykel healthcare in (B)(4) for evaluation. The hospital initially reported that the heater wire in the expiratory limb was disconnected and that the inspiratory limb was faulty. The pins on the inspiratory and expiratory limbs of the complaint breathing circuit were tested to see if they could be connected to a heater wire adaptor. Results: upon completing our investigation it was revealed that the heater wire pins on both the inspiratory and expiratory limbs were bent. Full insertion of the heater wire adaptor was not possible on both of the limbs. No other damage was noted on the returned breathing circuit. Conclusion: all breathing circuits are tested for connectivity and electrical continuity during production and those that fail are rejected. It is possible for the user to bend the heater wire pins during use if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were bent during production or by the end user. Bent pins is a non MDR reportable complaint. Reporting of bent pins as an MDR was discontinued as of december 1, 2012 with guidance from the MDR policy branch.

Event description:
A hospital in (B)(6) reported to our distributor that the heater wire in the expiratory limb of an rt200 adult dual-heated breathing circuit was disconnected. They further reported that the inspiratory limb of this circuit was faulty. No patient consequence was reported.